Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient initially went into hospital for non-device related of re-occurring uti for 2 night stay, then went to rehab because patient was weak and frail, and for the last week or so caller thought patient was dying because patient was not eating, talking, swallowing or doing anything. Caller said they think therapy could be off. Caller said they had checked recharger screen and had seen "charge recharger battery" now screen when they had attempted to charge the implant. The caller didn't know what the screen meant, once patient services (pss) explained the screen, once pss explained the screen meaning and caller said they would charge recharger. The caller was a bit hard to understand and said that they had checked the implant battery three times with the recharger while patient had been in rehab and had found the implant was off twice and "almost off" the third time. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as caller was not with patient or equipment during call. The caller was redirected to call pss back with equipment to troubleshoot. Patient rep called back and it was the recharger that isn't charging up. The desktop charger (dtc) had a broken pin on the power supply. An email was sent to repair to replace the dtc.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) type recharger h3: analysis of the desktop charger (serial# (B)(6)) found broken pins inside the connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.